Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the parent noticed a small pustule positioned in the insertion site and redness surrounding it. Parent mentioned it looks infected. Parent brought patient to the doctor on (B)(6) 2026. Doctor prescribed cefalexin 500mg capsule 3x a day for 7 days, and mupirocin to be applied as needed. The patient is feeling fine now. At the time of the report, patient condition was stable. No other details were provided. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).